Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during a procedure the PICC fractured. It was stated there was no parts left in patient and the procedure was described as a bit challenging the hospital.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Advised during a procedure the stylet fractured no parts left in patient the procedure was described as a bit challenging the hospital.